Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a warning and that atrial capture management had been programmed to monitor only and had not ran since the warning. It was noted that the impedance was stable and there was no high rate episodes recorded. It was also reported that the electrogram was "noisy" but not oversensing. The atrial capture was tested and found to be 1 volt at 1 millisecond compared to the last check of 0.5 volts at 0.4 milliseconds. The output was reprogrammed and the ra lead was capturing and remains in use. No patient complications have been reported as a result of this event.